Manufacturer narrative:
(B)(4).

Event description:
It was reported that the versajet handpiece would not prime. No patient was involved. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: the device intended for use in treatment was returned for evaluation. A relationship between the reported event and device could be established. A visual inspection was performed and showed no blockage was observed at the distal output orifice as observed under a microscope. A functional inspection was performed and showed there was no water flow as the feed line was connected to the water supply. The unit would not prime as the console was ramped up. The feed line was disconnected from the pump cartridge which allowed water to flow directly to the feed line fitting at the pump cartridge. This was a manual prime. The unit then primed and cut. A root cause could not be determined. Probable root cause may be an internal obstruction. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. A complaint review indicated other failures reported. This investigation is now complete with no further action deemed necessary. Smith and nephew will continue to monitor for adverse trends related to this product.